Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the tibial insert was revised due to reported decreased rom on the right knee. Per email communication, the requested x-rays and surgical reports are not available. The patient's condition is reported as "recovering/resolving." Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed. Therefore, the patient impact beyond the revision cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient was having a decreased rom on the right knee. A revision surgery with s+n tibial insert was performed to resolve the adverse event.